Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unresponsive at home on (B)(6) 2022. Per their spouse, the pump was off and not alarming and that when new battery were changed out, the pump restarted. The patient was in the intensive care unit (ICU). The event log started with no external power events on (B)(6) 2022 at 04:33 due to both power leads of the controller being disconnected and enabling the backup battery in the controller. Low flow events were noted and the pump was running at the low fixed speed limit of 5000 rotations per minute (rpm). When the backup battery in the controller was depleted, the ventricular assist device (vad) was turned off. The event reset the internal date/clock to the default (B)(6) 2000 and appeared it was plugged back in around two hours later. Controller clock corrupt events were recorded due to the vad being off. The clock was reset on (B)(6) 2022 at 16:31. The vad was reportedly operating as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was able to be confirmed. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days (B)(6) 2022, (B)(6) 2000 per timestamp). Events captured on (B)(6) 2000 took place when the clock was not set; therefore, the exact dates and times were unable to be accurately recorded. No external power alarms were active on (B)(6) 2022 from 04:33:41 ¿ 05:56:24. During this time, the backup battery was providing power to the pump. The alarms persisted until the backup battery was fully depleted causing the controller to shut down and the pump to stop. The controller was reconnected to power after an undetermined amount of time and the pump restarted. The clock was reset to (B)(6) 2022 at 16:31:00. There were no other notable alarms active in the log file. The periodic log file was also submitted for review. A review of the submitted log files showed events spanning approximately 11 days (B)(6) 2022 ¿ (B)(6) 2022 per timestamp). The no external power alarms were active beginning on (B)(6) 2022 at 04:37:15. The alarms were caused by the 14v batteries being allowed to deplete completely while the patient was sleeping. There were no other notable alarms active in the log file. Pump operation was not affected. The patient handbook instructs the user to not sleep while connected to the 14v batteries. The root cause of the reported event was conclusively determined to be caused by user error. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 20nov2020. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate iii instructions for use (IFU) section 3 ¿ ¿powering the system¿ and the heartmate iii patient handbook section 3 ¿ ¿powering the system¿ addresses how to properly use the 14v battery clips and 14v li-ion batteries. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.